Manufacturer narrative:
Date rec'd by MFR: 26jun2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the issue was resolved by the replacement of the flow sensor assembly. The device was then returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted technical support (ts) stating that unit failed oxygen (o2) concentration testing. The customer reported there was no patient involvement. Event date not specified: estimate used.